Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump gave a low battery alert. They were unable to change the battery right away. When they opened the battery cap there were a few droplets of water in the battery compartment. The customer tried using two batteries but the screen would not come on. The insulin pump was vibrating and had a red flashing light. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with a blank display due to corrosion at electronic assembly. The motor and battery tube assemblies found with slight traces of corrosion. Unit passed leak test. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received minor scratched display window and case.